Event description:
It was reported that the nurse found cuff leaked while testing process. No injury or intervention.

Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual inspection found leakage was detected between the check valve and pilot balloon. The root cause of the reported issue was found to be not enough solvent at joint. Customer complaint notification was performed on 25-jul-2022 to production personnel as awareness to failure mode reported. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).